Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that issues appear to stem from stealth stations. Talked with cs on site and having them reload software on s7s. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 15 minutes. It was reported that the imaging device was unable to establish a connection with the navigation device. It was noted that there was a damaged bulkhead previously earlier in the week, but the site had bypassed. The medtronic representative (mr) had grabbed another navigation device from another room to use for this case. She stated that when connecting the other navigation device, it wasn't able to connect for at least 5 minutes. As she was about to call technical services (ts) to troubleshoot, the line had turned green. At the end of the case when taking a confirmation shot with the imaging device, the mr stated that they received an error message that wouldn't allow the imaging device to take the final spin. The site had tried about 7 times before turning away to take that spin. The surgery was completed with the imaging device and there was no impact on patient outcome. The manufacturer representative (rep) later indicated that the site did not take a confirmation spin. The rep indicated that the reason for this was that the healthcare provider (hcp) did not have the tracker on, but the o-arm was still connected to the stealth so the stealth was looking for something and the error could not be overridden.